Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient developed severe hypotension immediately post deployment. Echo report showed a pericardial effusion, and fluoroscopy showed an annulus rupture at the base of the left coronary cusp. A blood transfusion and pericardial drainage were done. The pericardial drainage was over 2l, so the patient was converted to open heart surgery. The 26mm sapien 3 ultra valve was then explanted, and a 3300tfx magna ease edwards valve was implanted successfully in replacement. The patient was noted as to be stable and predicted to make full recovery.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.